Event description:
Reporter indicated a hp jomada handheld computer would not hold a charge and occasionally not turn on. Product analysis was completed on the returned handheld computer and flashcard. No anomalies were found.